Event description:
It was reported by customer that hand piece did not work and the device cable end connected to the power was hot.

Manufacturer narrative:
A powermax elite motor drive unit, part number (B)(4) was received on (B)(4) 2017 and confirmed to be serial number (B)(4). There was a relationship found between the returned device and the reported incident. Unit was powered on using the appropriate test equipment and it failed functional tests with motor stall error and overheating of power cord. Power cord assembly grew warm during testing. After troubleshooting, the cause of error was observed to be a defective power cord assembly. A visual inspection was performed on the power cords external covering and no physical damage was observed. Investigator determined that the power cord has a shorted or open internal wire. Motor phases are shorted out due to defective power cord. The complaint investigation has concluded that this unit has succumbed to physical damage to power cord. No containment or corrective actions are recommended at this time. A review of the manufacturing records shows that this unit was released to distribution on or about (B)(4) 2015.